Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer indicated the healthcare provider (hcp) checked the pump out and said "it was fine". It was noted the pump was moving and they know that because while the patient was sitting the pump would push upward and push on the incision site causing "it to bleed out". It was reported the "communicator zero'ed out" so it was replaced. They were able to bolus at the appointment and had been able to use the equipment until now. However, the personal therapy manager (ptm) would not connect to the pump again, and screen stating 'no device found". The agent was redirected to the hcp and it was reported the patient would be in a lot of pain.

Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0 serial/lot# (B)(6), ubd 2025-01-21, UDI# (B)(4). H3 ¿ analysis of the communicator found ¿tm90 micro usb interface is damaged.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient representative (rep) indicated that the patient was currently in the hospital unrelated to their pump device or therapy. Per the reporter, "the implant is not working". The patient had been to the doctor three times already for adjustments and the patient was still having a lot of pain. Per the reporter, the physician was not being very helpful. The patient had been having issues since implant getting the external devices to connect to the pump. At the time of the call to patient services, the patient representative was not with the patient to do troubleshooting. Patient services reviewed general use of the external devices. The patient representative planned to call back if they needed further assistance connecting to the pump. Per the reporter, they were concerned at the hospital because when then did a "tox screen", the morphine did not show up, so the hospital thought the pump may not be working. The patient representative had not heard any alarms from the pump. Patient services reviewed non-critical and critical pump alarms and reviewed that, if the pump was critically alarming, the patient would not be able to bolus. Per the reporter, when they requested a bolus from the personal therapy manager (ptm), it showed that the bolus was delivered. On2024-10-17, the doctor at the hospital wanted to see what the patient did to request a bolus, however, when the patient representative turned on the communicator, the blue light started flashing and then turned off. Per the reporter, the communicator had not been charged for "a while". At the time of the report, the communicator and handset were charging so they could be brought back to the hospital. The reporter also stated that, since implant, it felt like the pump was "moving around". At first, it was "pretty firm and now it's moving around". The patient was able to bolus on "monday, tuesday and wednesday but on thursday he kept getting an error saying 'the communicator can't find the pump'". Per the reporter, they would push the communicator up against the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s representative reported that last week the patient¿s communicator quit working, and a lady did troubleshooting with him. Per the reporter, ¿by this time the patient was admitted to the hospital because her baseline totally dropped.¿ the caller stated that they ¿couldn't get the pump to work¿ since last week on wednesday. It was noted that the caller was unclear about what was not working. The caller stated that the patient was in the hospital during the weekend and the provider had refused to call the manufacturer ¿because they were worried of a morphine overdose and wasn't going to promote anything that would give her more morphine into her system.¿ the caller stated that yesterday their pump managing physician got back to them and the patient was discharged from the hospital because the doctor said the patient's problem was dosing related and they were the ones to address that, not a company representative. The caller stated that the managing physician could see the patient on thursday. The cal ler stated that the communicator wouldn't connect, and he was 99% sure that the pump was moving around. He stated that this morning, he got the patient up and she was bleeding out of her incision and ¿when he lifted her pump, he noticed the pump was pushing where the incision is, and the mattress liner was stuck and there was dry blood.¿ the caller stated that last week he felt that the pump was moving around. The caller stated that the patient was going without pain relief and was having more anxiety attacks because of the pump. The agent reviewed that the communicator could have problems reading the pump if the pump moved or flipped. The caller stated that he would try to make it work by repositioning it all over and it was still not working. He stated that he was able to get it to work on sunday, then sunday night and the rest of the week, it quit working. The caller stated that he had the communicator charged completely and the cell phone/handset was 98%, he went to use it, and it was completely dead and charging now. A replacement communicator was requested from the repair department because the communicator was unable to sync/locate the pump to see if that resolved the issue prior to seeing thepatient¿s physician on thursday.